Event description:
After the clamps were released, the graft leaked from multiple sites at its crotch. The exact quantity of blood that leaked is unknown. The bleeding was stopped with five prolene sutures and the graft was left in the pt. The pt's condition is ok.